Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/1/2024 it was reported by a sales representative via phone that (qty. 2) of an ar-2324bcsp swivelock anchor tip broke in the patient during insertion and all fragments were retrieved from the patient. There was no delay in the case and no adverse effects on the patient. The case was completed using another ar-2324bcsp swivelock from the same lot and an ar-2324bct-2 biocomposite swivelock suture anchor. This was discovered during a rotator cuff procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.